Event description:
New information received indicates that the device was explanted. The patient was stable post-procedure.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented to the hospital after receiving an alert for charge time limit was reached. A manual capacitor reformation was successfully performed. Device remains implanted, and patient will be monitored.